Event description:
Mentor obtape was implanted in me for the use of stress urinary incontinence. Initially it worked, however in the past 2+ years the product has disintegrated into smaller pieces, migrated through my lower body, caused vaginal erosion -x3 thus far, caused massive infections, bleeding, pain and erosion. Several hospital trips to the emergency room and many visits to my doctor to excise the defective product. It has caused such pain, bleeding and infections that intercourse with my husband of many years is non-existent, therefore we have a great loss of consortium. The product stopped working as intended - for sui- just prior to having the first migrating piece excised. The initial problem still exists, in addition to the continuing problems, I now have from this defective product. Dates of use: 2004 - 2008. Diagnosis or reasons for use: stress urinary incontinence.